Event description:
Related manufacturer reference number: 2017865-2023-00254. It was reported that the patients left ventricular lead was explanted and replaced due to lead failure. It was also noted that right atrial (ra) lead failed. The specific nature of the lead failure is unknown. No intervention was performed on the ra lead. Patient status was not reported.